Event description:
A report was received that the patient's ipg had migrated over her spine and the patient was experiencing pocket discomfort. The patient underwent a pocket revision and the physician repositioned the ipg. The patient was reportedly doing well following the procedure.